Manufacturer narrative:
Upon inspection of the final 3 devices, it was determined the device experienced difficulty raising/lowering the end/siderail, which is not reportable.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced a siderail false latch or the access door opens. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced a siderail false latch or the access door opens. There was no patient involvement.